Manufacturer narrative:
(B)(4). Implant year: 2003. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 01520, 0001825034 - 2017 - 01521, 0001825034 - 2017 - 01522.

Event description:
It was reported the patient was revised approximately 5 years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error